Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. Visual inspection observed kinks in different sections of the rotawire. In addition, the spring tip was noted to be kinked and stretched. The overall length of the device could not be obtained due to the device condition. Outer diameter (od) of the distal tip, middle and proximal section of the device were all noted to be within specification upon dimensional inspection.

Event description:
It was reported that the wire was stuck in the burr. The target lesion was located in the right anterior tibial artery. A rotawire and 1.75mm peripheral rotalink plus were selected for use. During the procedure, it was noted that the burr was stuck in the vessel. However, the burr and the wire were retrieved by accessing from a pedal pushing the burr with a micro catheter while simultaneously retrograding it. Subsequently, the burr and the wire were removed intact. The procedure was completed using balloon angioplasty with no new rota was used. Patient was not injured and no complications reported. Patient was fine.

Event description:
It was reported that the wire was stuck in the burr. The target lesion was located in the right anterior tibial artery. A rotawire and 1.75mm peripheral rotalink plus were selected for use. During the procedure, it was noted that the burr was stuck in the vessel. However, the burr and the wire were retrieved by accessing from a pedal pushing the burr with a micro catheter while simultaneously retrograding it. Subsequently, the burr and the wire were removed intact. The procedure was completed using balloon angioplasty with no new rota was used. Patient was not injured and no complications reported. Patient was fine.